Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Her drug history included a hormonal iud which she did not respond well. On (B)(6) 2014, essure was inserted. A painful placement was reported. She stated that she had to stay longer at (B)(6) because of severe pains. One time extra check because insertion went difficult. Insertion was sensible till in hips/groins/legs. In (B)(6) 2015 checkup was done and right side not completely well; check was painful. On an unspecified date the consumer experienced pain in pelvis, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pain during ovulation, abdominal pain /cramps, arthralgia, increase/decrease of weight, mood swings and swollen abdomen. The influence of essure in her daily life included work-related problems and relation and/or family problems. She contacted a doctor and treatment was performed (physiotherapy). A not specified treatment is planned. Company causality comment: this spontaneous case report received via regulatory authority refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and 6 months after insertion a checkup was done and right side was not completely well(seen as device dislocation). This event is serious due to reported disability (event led to work-related problems and relation and/or family problems) and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this present case, during a checkup after insertion the insert on the right side was not well, interpreted as dislocation. Given event's nature, causality cannot be excluded. Very limited information was provided in this case; as the event led to work-related problems and relation and family problems, the event is regarded as disability, the case was considered as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality safety evaluation received on 26-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-sep-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 742 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and 6 months after insertion a checkup was done and right side was not completely well(seen as device dislocation). This event is serious due to reported disability (event led to work-related problems and relation and/or family problems) and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this present case, during a checkup after insertion the insert on the right side was not well, interpreted as dislocation. Given event's nature, causality cannot be excluded. Very limited information was provided in this case; as the event led to work-related problems and relation and family problems, the event is regarded as disability, the case was considered as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information can be obtained.